Manufacturer narrative:
Device not yet returned for investigation.

Manufacturer narrative:
During failure analysis, the reported event that the tip of the device was broken off was confirmed through the visual inspection. During the device evaluation, we were unable to determine what caused the broken tip. It is possible rough or improper handling led to the broken tip. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the tip of the suction tube, 2.7mm rh frontal sinus broke off during testing by the manufacturer sales representative. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the suction tube, 2.7mm rh frontal sinus broke off during testing by the manufacturer sales representative. There was no patient involvement and no adverse consequences associated with the device.